Manufacturer narrative:
Additional information was received from the customer. The following fields have been updated. B.5. Describe event or problem: it was reported that the hub separated from the bd insulin¿ syringe during use and remained inside the shield before beginning the injection. Additionally, defective scale markings were observed on the returned syringe samples. Lot#'s 9154587 and 9168522 were reported to have had occurrences of both events, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed inside of the shield before injection." "Additional issue (defective scale marking) was observed on samples returned (previously, only needle hub separates was captured)." There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9154587. Medical device expiration date: n/a. Device manufacture date: 2019-07-29. Medical device lot #: 9168522. Medical device expiration date: n/a. H.4. Device manufacture date: 2019-08-08. F.10. Device codes: 1354, 1675.

Event description:
It was reported that the hub separated from the bd insulin¿ syringe during use and remained inside the shield before beginning the injection. Additionally, defective scale markings were observed on the returned syringe samples. Lot#'s 9154587 and 9168522 were reported to have had occurrences of both events, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed inside of the shield before injection." "Additional issue (defective scale marking) was observed on samples returned (previously, only needle hub separates was captured)."

Manufacturer narrative:
H.6. Investigation: customer returned (3) 1/2cc, 6mm, 31g relion syringes in an open poly bag from lot # 9168522. No samples from lot # 9154587 were returned by the customer. Customer states that the needle hub separated. All returned syringes were tested and the hub-needle/shield assembly separated from one syringe when the shield was removed. Also, 2 syringes exhibited ink smears on the surface of the barrel. A review of the device history record was completed for batch # 9154587 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200829264] noted for out of spec shield pull. There was one (1) notification [200829062] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 9168522 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200829264] noted for out of spec shield pull. Needle hub separates: process summary: automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: there was debris in the assembly dial. Corrective action: l2l dispatch #67402 was created to clean the debris out of the dial. Scale marking defective: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: the drum was out of adjustment and the dr. Blade needed changed. Correction: drum was adjusted, and dr. Blade was changed.

Event description:
It was reported that the hub separated from the bd insulin¿ syringe during use and remained inside the shield before beginning the injection. Additionally, defective scale markings were observed on the returned syringe samples. Lot#'s 9154587 and 9168522 were reported to have had occurrences of both events, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed inside of the shield before injection." "Additional issue (defective scale marking) was observed on samples returned (previously, only needle hub separates was captured)"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd insulin¿ syringe during use and remained inside the shield before beginning the injection. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed inside of the shield before injection."